Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
UDI: (B)(4). Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product deficiency contributed to this adverse event. The cause of the initial pvl was reported to be related to patient factors (calcification at site of leak) and the pvl worsening after pvl closure was attributed to the vascular plug position (the plug was inside of the cusp of the valve). Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by implant patient registry through receipt of the implant card, the patient had a 29 mm sapien 3 valve was explanted approximately 3 years post deployment in the aortic position. Per the medical records, the patient was now symptomatic with sob on exertion. Workup revealed severe paravalvular leak (pvl).  CT scan of the chest indicated evidence of significant piece of calcium at the site of leak. A vascular plug was implanted to the area of the s3 leak.  Initially, the patient felt very well during his hospital stay but had post procedure hypotension and tachycardia.  The patient was discharged to home.  However, presented to the ER with posterior bilateral shoulder area discomfort and worsening sob.  A tte was performed revealing severe pvl; ischemic cardiomyopathy and an ef 25%. The patient underwent aortic valve replacement. The s3 valve and plug were removed and a 25mm surgical valve was implanted. Additionally, the operative note states: ¿the amplatzer plug is securely deployed but the aortic side of the plug is inside of the cusp of the valve." The patient was doing well post procedure.